Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter balloon broke off while inside the patient. The patient went to the hospital to have the balloon removed. The patient's husband stated the patient did not require surgery.

Event description:
It was reported that the foley catheter balloon broke off while inside the patient. The patient went to the hospital to have the balloon removed. The patient's husband stated the patient did not require surgery.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the silicone and may cause the balloon to burst. Directions for use: 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Open lubricant packet. Lubricate catheter. 7. Pour cleansing solution onto prep balls. 8. Prep patient with saturated prep balls. 9. Proceed with catheterization in usual manner. 10. If specimen is required, fill sterile container from catheter. 11. Top tray may be placed on basin to help prevent spillage. 12. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspriate or manually accelerate the deflation of the ballloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Volume on collection container has been calibrated without uro-prep tray in place. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheter. Inflate with 10ml sterile water. Wait at least 30 seconds for balloon deflation" correction: brand name.